Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: scoliosis due to sotos syndrome levels implanted: t3-4, l2-3 it was reported that on (B)(6) 2018, intra-op, while removing the set screw the tip of the driver broke. None fragment of the product remained inside the patient. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual optical hardness dimensional visual and optical examination of the driver confirmed about 4mm of the tip has been twisted. This is consistent with torsional overload. The material hardness confirmed conformance to print specification. If information is provided in the future, a supplemental report will be issued.